Manufacturer narrative:
The product was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site, which could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. See scanned page.

Event description:
The customer reported his blood glucose reached 305 mg/dl for more than 2 days after the pod was activated and he noticed the cannula had slipped out of the infusion site. The adhesive pad was wet.